Event description:
It was reported that inappropriate high impedance and intermittent weak sensing was observed during follow up. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.